Event description:
While the stimulation was on, the patient was experiencing a shocking or jolting sensation. The patient was also unable to adjust the stimulation. Follow-up with the patient's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).